Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, crease fold, red particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is a striated edge broken on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported "rupture" against right device. Healthcare professional additionally reported capsular contracture baker grade IV. The device has been explanted.